Event description:
It was reported that there was a loss of therapeutic effect. Patient had started to have a return of tremors. It was noted that it had started ¿just the other day.¿ it was not prompted by anything in particular. The patient stated that they were not very handy with the patient programmer and would prefer to meet with the health care professional (hcp). Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387-40, lot# l82821, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3387-40, lot# j0348754v, implanted: (B)(6) 2003, product type: lead. (B)(4).